Event description:
It was reported that a provisional was noted to be fractured following a knee arthroplasty. It is unknown when the instrument fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Returned instrument was found to exhibit signs of repeated use (nicked / gouged) and the anterior of the post feature has cracked / fractured. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.